Event description:
Boston scientific received information that this lead was exhibiting an atrial pacing without a ventricular event. The lead also exhibited high pacing threshold with an increase of 2.7 volts from 2 volts at implant and p waves which was 2 millivolts at implant is now in a range of 6.7 to 7 millivolts. Boston scientific technical services (ts) suggested a chest x-ray. Attempt to obtain additional information were unsuccessful. The field representative was unable to provide the information needed. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.